Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed the right atrial lead was over-sensing noise causing inappropriate automated mode switch (ams) episodes. The clinic will continue to monitor the patient. No intervention was performed and the patient was in stable condition.